Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Beginning on (B)(6) 2015 the maximum atrial pacing impedance was measures at 2810 ohms and consistently measured high. Since (B)(6) 2013 there were 711432 open circuit counts with 76097401 successful paces. The lead was set to unipolar. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rate in the 40's. It was found the right atrial (ra) lead experienced a lead failure when the lead showed high pacing impedance and a possible fracture. The right ventricular (rv) lead also experienced a lead failure when the lead showed high pacing impedance, high thresholds and a possible fracture. The lead issues resulted in a polarity switch for the ra and rv lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.